Event description:
It was reported that the patient had presented to the clinic for a follow-up. The patient had experienced phrenic nerve stimulation, which was attributed to the left ventricular (lv) lead. Device interrogation revealed that the lv lead had exhibited a high capture threshold, and programming changes were made to limit phrenic nerve stimulation. These adjustments resulted in intermittent loss of capture. Consequently, the lv lead was explanted and replaced with a left bundle branch (lbb) lead. The patient remained in stable condition throughout the procedure.